Event description:
It was reported syringe vet 3ml ll w/ndl 22x3/4 rb had a needle break. The following information was provided by the initial reporter: "needle broke off in animal while administering an injection."

Manufacturer narrative:
H6: investigation summary four photos were received and evaluated. Photos showed a package¿s top web, confirmed to be from batch #1141316 (p/n 305662), and a loose 3ml syringe with needle attached. The needle was observed to have its cannula broken off at the base next to the hub. The cannula was next to the syringe. Two photos showed x ray images with a cannula-like shape inside the animal¿s body. Potential root cause for the broken needle defect could not be determined. Physical sample is necessary to evaluate for potential manufacturing defects. The investigation was forwarded to needle supplier to evaluate potential issues with needle manufacturing. Further investigation performed at needle manufacturing site. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Since no sample received for analysis a potential root cause could not be determine. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe vet 3ml ll w/ndl 22x3/4 rb had a needle break. The following information was provided by the initial reporter: "needle broke off in animal while administering an injection."